Manufacturer narrative:
The peritonitis occurred on an unknown date in (B)(6) 2018. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a pd infection. The site of the infection was not specified. The breach in aseptic technique was not further specified. The pd infection was manifested by abdominal pain. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event and it was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.